Manufacturer narrative:
Additional info will be submitted within 30 days of receipt. This one of four products used during the same procedure on the same pt, which is associated with MFR report # 9616099-2009-01607, 9616099-2009-01608, and 9616099-2009-01609.

Event description:
During inventory inspection, four products had "foreign matter inside the sterilized pouch" of the sakura fire star pouches, two products for (B)(4)/ lot# 13398068, one product for (B)(4)/ lot# 13393208 and (B)(4)/ lot# 14013570. Pictures were provided of the foreign material. The outer product boxes and sterilized pouches were intact, and the seals of the pouches were not opened. There were no anomalies except for foreign matter. They were not clinically used. They were not re-packaged and not re-sterilized. Hopefully, we will return the products to your side, but that's not yet determined.

Manufacturer narrative:
Please note that the affiliate indicated that this product should be included in the report. Therefore, please disregard the previous submitted medwatch report indicating the reason for not continuing to submit medwatch reports. Additional information will be submitted within 30 days of receipt. This one of four products used during the same procedure on the same patient, which is associated with mfg report # 9616099-2009-01607, 9616099-2009-01608, 9616099-2009-01609, & 9616099-2009-01610.

Manufacturer narrative:
During inventory inspection, foreign matter was found inside sterile pouches of 4 firestar ptca balloon catheters. The outer product boxes and sterilized pouches were intact, and the seals of the pouches were not opened. There were no anomalies except for the foreign matter. They were not clinically used. They were not re-packaged and not re-sterilized. One unit of fire star 2.50 x 15 mm was received in the sterile package. The box was opened and pouch was closed. The middle section of one of the supplier pouch seals was reduced. The width seal appeared reduced from the inside out. Transfer material was observed on the film on the reduced section of the seal. A hair of 7.2mm was found inside pouch. The supplier seal width (reduced area) was measured and found out of specification. The foreign material was measured and found out of specification a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported complaint of foreign material was confirmed and is considered to be related to the manufacturing process, action has been opened to address the issue. The cause of the reduction seal found during the analysis could not be determined. There is no evidence that the cause is related to the manufacturing process, however a action has been opened to investigate the issue. This one of four products used during the same procedure on the same patient, which is associated with mfg report # 9616099-2009-01607, 9616099-2009-01608, 9616099-2009-01609, & 9616099-2009-01610.